Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared, which they understood.